Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ("heavy menstrual bleeding (even 3 weeks) / menstrual cycle mixed, bleeding for 2 or 2.5 weeks and then 2 weeks without bleeding"), colitis ("due to the sustained inflammation it was decided to shorten the colon") and arthritis infective ("joint infections") in a 43-year-old female patient who had essure (batch no. C12700) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced colitis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced abdominal distension ("swelling of stomach started again / pregnancy stomach") and irritable bowel syndrome ("irritable bowel syndrome diagnosed") with gastrointestinal disorder and abdominal pain upper. In (B)(6) 2017, the patient experienced ear infection ("ear infection") with otorrhoea. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), arthritis infective (seriousness criterion medically significant), arthritis ("arthritis in knee"), tinnitus ("tinnitus"), panic attack ("panic attacks"), fatigue ("fatigue"), weight increased ("weight increase of 21 kg") and burnout syndrome ("burnout"). The patient was treated with surgery (hysterectomy and fallopian tubes removal) and surgery (shortening of colon). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia, colitis, arthritis infective, irritable bowel syndrome, arthritis, tinnitus, panic attack, fatigue, weight increased and burnout syndrome outcome was unknown and the abdominal distension and ear infection had resolved. The reporter provided no causality assessment for abdominal distension, arthritis, arthritis infective, burnout syndrome, colitis, ear infection, fatigue, irritable bowel syndrome, menometrorrhagia, panic attack, tinnitus and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): menometrorrhagia: 64 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ("heavy menstrual bleeding (even 3 weeks) / menstrual cycle mixed, bleeding for 2 or 2.5 weeks and then 2 weeks without bleeding"), colitis ("due to the sustained inflammation it was decided to shorten the colon") and arthritis infective ("joint infections") in a 43-year-old female patient who had essure (batch no. C12700) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In december 2016, the patient experienced colitis (seriousness criterion medically significant). In april 2017, the patient experienced abdominal distension ("swelling of stomach started again / pregnancy stomach") and irritable bowel syndrome ("irritable bowel syndrome diagnosed") with gastrointestinal disorder and abdominal pain upper. In june 2017, the patient experienced ear infection ("ear infection") with otorrhoea. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), arthritis infective (seriousness criterion medically significant), arthritis ("arthritis in knee"), tinnitus ("tinnitus"), panic attack ("panic attacks"), fatigue ("fatigue"), weight increased ("weight increase of 21 kg") and burnout syndrome ("burnout"). The patient was treated with surgery (hysterectomy and fallopian tubes removal) and surgery (shortening of colon). Essure was removed on (B)(6) 2017. At the time of the report, the menometrorrhagia, colitis, arthritis infective, irritable bowel syndrome, arthritis, tinnitus, panic attack, fatigue, weight increased and burnout syndrome outcome was unknown and the abdominal distension and ear infection had resolved. The reporter provided no causality assessment for abdominal distension, arthritis, arthritis infective, burnout syndrome, colitis, ear infection, fatigue, irritable bowel syndrome, menometrorrhagia, panic attack, tinnitus and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pt (excluding this case): menometrorrhagia: 61 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: batch number, insertion and removal date were received; event outcome updated. New events were added: burnout, arthritis in knee, shortening of colon due to sustained inflammation, menstrual cycle mixed, bleeding for 2 or 2.5 weeks and then 2 weeks without bleeding, swelling of stomach again, pain in stomach, irritable bowel syndrome diagnosed, ear infection, otorrhea incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstrual bleeding (even 3 weeks)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), tinnitus ("tinnitus"), panic attack ("panic attacks"), fatigue ("fatigue"), arthritis infective ("joint infections"), gastrointestinal disorder ("intestinal troubles"), weight increased ("weight increase of 21 kg"), feeling abnormal (""pregnancy stomach"") and ear disorder ("leaking ears"). The patient was treated with surgery (hysterectomy and fallopian tubes removal). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, tinnitus, panic attack, fatigue, arthritis infective, gastrointestinal disorder, weight increased, feeling abnormal and ear disorder outcome was unknown. The reporter provided no causality assessment for arthritis infective, ear disorder, fatigue, feeling abnormal, gastrointestinal disorder, menorrhagia, panic attack, tinnitus and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 18-dec-2017 for the following meddra pt: menorrhagia. The analysis in the global safety database revealed 568 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.